Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated by a third-party service center, and a failure of the valve testing was observed. The device's solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.